Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction "a review of the share logs was performed and loss of connection was not found within the investigation window. The allegation was not confirmed."

Event description:
The log was downloaded, and there was no data found within the investigation window. The allegation was undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and loss of connection was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.